Event description:
The hosp reported that during the bypass procedure, the ibc cell (in-line flow measuring line) of the customer tubing pack, leaked and was changed out. There was no effect to the pt.